Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-may-2018 with the following findings: during investigation, the battery compartment was cracked from the threads down to the case seal on the side. The returned battery cap was undamaged and able to fit. Evidence of moisture corrosion was observed in the battery canister. A leak test failed due a battery compartment leak. The pump was unable to power up and was completely unresponsive due moisture corrosion. The reported power complaint was duplicated. The pump cover was removed to find no further moisture ingress or any intermittent conditions to the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.